Event description:
Philips received a complaint by the customer on the v60 indicating that the electrical safety test failed. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the electrical safety test failed. Onsite service was requested but later cancelled. No further service provided. Onsite service cancelled. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).